Event description:
It was reported that a month ago, the patient went to the emergency room, and the lead exhibited high thresholds. A month later, the lead once again exhibited high thresholds. Impedances were noted to be stable, and no oversensing was seen. The ventricular capture management was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited elevated threshold in the month following implant. It was further reported that the lead exhibited gradually rising thresholds over the last few months and high thresholds. The lead was capped and replaced.